Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID:, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the doctor suspected that the catheter is clogged. It was noted that the catheter issue was identified via "some x-rays". The pump had rolled around and was perpendicular to her abdomen and the location was causing pain. The patient had to go to the emergency room (ER) because of the pain. The change in therapy/symptoms had occurred suddenly. The date of the event was (B)(6) 2016. It was indicated that the doctors think that because the pump had been moving around that it may have messed with the flow of the medicine. The reporter (consumer) was questioning if the catheter was in fact clogged then wouldn't there be more medication in the reservoir. The situation was being addressed by a healthcare provider and it was noted that a physician was thinking of revising the position of the pump in the pocket. The following additional information has been requested which was not available at the time of the report: troubleshooting performed and results, cause of event, actions taken to resolve the event, and outcome. If additional information is received, a follow-up report will be submitted.